Event description:
Hospital reported an extravasation of 15-20 cc occurred on the patient's hand at the end of an injection. Patient required surgery on the hand.

Manufacturer narrative:
Medrad offered to have a medrad representative check the injector and the hospital declined stating the injector was checked by bio med.